Event description:
It was reported that during a port placement procedure, the guidewire was allegedly frayed. It was further reported that the guidewire was allegedly could not pass through the introducer needle. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. . H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one cath-lock, one j-tip guidewire loaded in a guidewire hoop with a guidewire straightener, one straight tip guidewire loaded in a guidewire hoop with a guidewire straightener, one tunneler, one right-angle non-coring needle, one 8.0fr peel-apart sheath and vessel dilator and one 5fr dilator were returned for evaluation. Gross visual, dimensional and microscopic visual evaluations were performed. No anomalies were noted throughout the j-tip guidewire. Slight uncoiling was noted on the distal portion of the straight tip guidewire. Under microscopic observation, a round core wire was protruding the coiled distal portion of the straight tip guidewire. The termination of the round core wire was observed to be granular. Therefore, the investigation confirmed for the reported unraveled and identified stretched issue. However, the investigation is unconfirmed for the reported fracture and deformation issue. Also the investigation is inconclusive for the reported failure to advance issue as no functional testing was performed due to uncoiling found on the straight-tip guidewire. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent for a port placement procedure using MRI power port isp. During the procedure, the guidewire was allegedly frayed. Reportedly, the guidewire was allegedly could not pass through the introducer needle. The procedure was completed using another device. There was no reported patient injury.